Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer's blood glucose level was not impacted. The customer changed the supplies to address the event and insulin delivery was resumed.